Event description:
Consumer called stating that her m51 power chair allegedly is not stopping when she lets go of the joystick.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m51, serial number/date code and age of product are unknown. The owner's manual part number 1125085, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is stated as new arm pads and a replacement charger in the past 6 months. Invacare consumer affairs contacted the consumer who stated that she released the joystick and the m51 power chair continued to drive. The consumer was wearing a seat positioning strap. The power chair allegedly drove into a brick wall. The consumer was on her front porch. She stated that this was the second time that this has happened. The first time the power chair continued to drive indoors. She then looked at the joystick and saw that the housing was cracked. The dealer came out and replaced the joystick. The consumer sustained minor injury and did not seek medical attention. The consumer was unable to provide the serial number for the pronto m51. Consumer affairs is awaiting a call back from the consumer's dealer.